Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's lower aligners were very difficult to put in place on the side with the chipped tooth. The right lateral incisor and right canine had pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.